Event description:
(B)(6) female, paid (B)(6) and signed her own release form on (B)(6), 2011. She tanned in room 10 for 15 mins. On (B)(6), she was placed in room #8. "Panther bed" where she tanned for 20 minutes. She had 2nd - 3rd degree burns with intense peeling and blistering. Was unable to ambulate, attend school or work for a number of days. Was not given protective eye wear. The name of the owner is (B)(6). The address of the establishment is (B)(6). Owner has refused to repay money or speak with grandmother.